Event description:
The customer obtained non-reproducible higher than expected vitros amon quality control results on a vitros 5,1 fs chemistry system and on a vitros 5600 integrated system. The non-reproducible vitros amon results were obtained from the vitros lpv ii control fluid as follows: on the vitros 5,1 fs chemistry system, vitros amon results of 207.1, 205.7, 206.0, 209.8, 211.8, 205.7, 209.5, 208.2, 203.3, 209.3, 204.3, 206.8, 211.7, 203.0, 206.7, 217.8, 206.1, 205.9, 205.8, 209.3, 207.3 and 205.5 ¿mol/l were obtained versus the expected value of 169.0 ¿mol/l. On the vitros 5600 integrated system, vitros amon results of 198.6, 199.3, 203.3, 194.8, 194.6, 194.6, 207.8, 206.7, 199.9, 202.1, 204.2, 206.8, 207.0, 199.7, 203.1, 201.6, 198.2, 198.8, 201.2, 197.5, 196.4, 200.9, 195.7, 192.9, 200.4, 201.7, 210.3, 206.1, 197.8, 207.6, 204.8, 205.9, 207.8, 204.7, 205.3, 207.7, 205.3, 211.0, 208.5, 202.6, 211.9, 214.0, 206.5, 197.2, 192.3, 209.9, 201.5, 203.6, 203.7, 203.6, 215.4, 210.9, 204.1, 204.5, 210.3, 204.2, 207.6, 202.9, 203.3, 205.1, 207.9, 203.9, 194.9, 193.5, 211.1, 200.6, 201.9, 195.3, 194.9, 201.7, 200.5, 202.5, 196.8, 203.6, 205.9, 199.1, 197.1, 213.9 and 206.9 ¿mol/l were obtained versus the expected value of 160.0 ¿mol/l. This report is number one of two MDR¿s for this event. Two 3500a forms are being submitted for this event as two devices were involved. This report corresponds to ortho clinical diagnostics inc. Complaint numbers (B)(4).

Manufacturer narrative:
The investigation determined that non-reproducible higher than expected vitros amon quality control results were obtained on a vitros 5,1 fs chemistry system and on a vitros 5600 integrated system. Results of precision testing demonstrated that both vitros instruments were not performing as expected at the time of the event. The investigation is currently ongoing and instrument service actions, to be completed by an ocd field engineer, are pending. The root cause of this event is instrument related.